Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "pt was revised to a thicker polyethylene insert for instability. Insert thickness was increased from 11mm to 16mm."